Event description:
During a tracheostomy, two anchors broke during insertion. Both anchors broke below the eyelet during insertion in the mental protuberance. Both anchors remain imbedded in the patient's bone. The cortical bone was pre-drilled with a 1.8mm drill. The surgeon utilized the two-finger technique when inserting both the anchors. Two additional anchors were used to complete the procedure.